Manufacturer narrative:
Software logs were received and evaluated by the medtronic sw analysis team. Analysis found that the model contained extra imaging artifacts in it, and 8 green fiducials were all shown on the top of the head, but it remains unclear if these anecdotes affected the overall accuracy of the registration. It was concluded that the cause of the inaccuracy could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that they were in a case and were inaccurate. They had registered with a 1.4 metric and when they were touching bone, it was showing them 2.7mm superior to the bone. They took in the amount and proceeded. There was a delay to the procedure of less than one hour. There was no impact to patient outcome.